Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a defective power management board. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing.